Event description:
During routine calibration of this model 3100a, the operator observed that the valve on the pt circuit always stayed closed, not opening with stimulated alarm conditions. There was no pt involvement.